Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 23rd march 2010 and passed self-tests up to the 2nd may 2010. The device failed a self-test due to a low battery on the 9th may 2010 and then again on the 3rd september 2012. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between the 22nd december 2015 and the last log entry on the 25th april 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.